Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed downstream occlusion test during preventive maintenance which was reproduced. During the evaluation, the downstream sensor current reading was out of specification (elevated) with a fluid filled set loaded. Elevated signal levels make the device more sensitive to pressure and can cause false alarms. The downstream pressure plate gap was also found out of specification. The downstream sensor was recalibrated.

Event description:
It was reported that a spectrum pump failed a downstream occulusion test during preventive maintenance testing. It was also reported there was no patient involvement.